Manufacturer narrative:
The device was received in the not deployed position. The download data contains a rotational sensor malfunction. The rotational sensor malfunction prevented the pod from deploying by the end of the second prime. The device was rerun and the data was downloaded. The needle mechanism was visualized to deploy as intended during rerun and the hard cannula retracted as intended. The rerun reproduced a rotational sensor error. Inspection of the drive mechanism assembly found no defects or deficiencies. Investigation found no abnormalities with the needle mechanism. No other defects or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract, and pink slide did not move forward, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.